Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 515056, batch # unknown. It was reported by customer that cadd pump was leaking. Writer checked connections and noticed there was white residue at the connection of the line and phaseal. Verbatim: reporting safety event. No additional information. (B)(4). Onc racine 3. Date: (B)(6) 2024. No harm. Not number not available. Product #: n-40-0. Saved: no. Pictures: no. Description: pt came in reporting his cadd pump was leaking. Writer checked connections and noticed there was white residue at the connection of the line and phaseal.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: following submission of initial MDR, it was identified we inadvertently reported mat number 515056 , however the specific material number involved in this incident it is unknown. Section d updated to reflect unknown n40-o locking injector. Device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.